Manufacturer narrative:
A review of the manufacturing records could not be performed for the device as the lot number was not provided. For the same reason, the UDI for this device cannot be provided.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a penetrating aortic ulcer of the thoracic aorta and was implanted with a conformable gore tag thoracic endoprosthesis. A gore dryseal sdv 2428 was used to access the right femoral artery. When closing the access incision of the right femoral artery at the end of the procedure, a slight kinking of the vessel was noted but the pulse below was perceived as being good. On (B)(6) 2016, the patient presented with a thrombosed right femoral artery. It is believed that the thrombosis occurred during the night following the initial procedure and that the thrombus was caused by a detachment of atherosclerotic plaque. In a secondary surgical procedure, a thrombectomy and an iliac angioplasty was performed and the artery was repaired with a patch. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products and therapy dates: patient medication: enoxaparin during the hospitalisation (replacing warfarin), diltiazem, indapamide, perindopril, pantoprazole, tamsulosin. The gore® dryseal sheath sdv 2428 was discarded at the facility and therefore not available for evaluation.